Event description:
A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, "patient was injured during the course of the treatment. No details as to the extent or area of injury, or when the injury occurred." Follow up information obtained on may 12, 2009, revealed that the "injury" was actually a burn (degree unknown). There is no further information regarding this event.

Manufacturer narrative:
The suspect device has not been returned; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.